Event description:
Healthcare professional reported for left side "benign microcalcifications" and "in peripheral h9 of md and in both axillary regions, lymph nodes with preserved ultrasound characteristics are observed, measuring between 7.5mm and 14mm". The device has been explanted.

Manufacturer narrative:
Device evaluation: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was calcification and lymphadenopathy.

Event description:
Healthcare professional reported for left side "benign microcalcifications" and "in peripheral h9 of md and in both axillary regions, lymph nodes with preserved ultrasound characteristics are observed, measuring between 7.5mm and 14mm". The device has been explanted.